Event description:
It is reported that the devices was implanted in 2007. Revision surgery took place 4 mos later due to the breakage of the ncb plate.

Manufacturer narrative:
A check of the manufacturing documents of the mentioned lot did not show any deviations of the specifications.